Event description:
It was reported to philips the nav-ring was not working. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). The rse provided the part number for the user interface (ui) assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 08/03/2022, 08/10/2022 and 08/17/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The record will be processed for closure. If additional information is received at a later date, the record will be reopened, and a supplemental report will be submitted.